Event description:
The customer reported via phone call that there was an absence of a no delivery alarm. The customer also reported experiencing high blood glucose. Customer's blood glucose was 196 mg/dl. The customer stated that their insulin pump did not alarm no delivery when the cannula was bent. The customer declined to troubleshoot. Customer was advised the insulin pump would be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.